Manufacturer narrative:
The user facility reported that the biomed department resecured the panel to the asmco 400 sterilizer. A steris service technician arrived onsite to inspect the amsco 400 sterilizer and found the unit to be operating properly. The technician checked both side panels of the unit and found no issues with the panels, magnets, brackets, or hardware. The technician tested the unit, confirmed it to be operating according to specification and returned the unit to service. No additional issues have been reported.

Manufacturer narrative:
The investigation is still in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that the side panel of their amsco 400 sterilizer fell off and contacted an employee's left shoulder and back of the head. No medical treatment was sought or administered.